Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2018. It was reported that there was a recharging issue. The patient had his first meeting after his surgery on the week of the report and they taught him how to charge the implant but did not tell him to bring the recharging unit to the appointment. They showed him everything to do. He came home and he charged the implant for the first time. He confirmed that he got the clearance form the health care provider to start charging. The patient stated that he charged to 100% 2 days prior to the report and he was showing his family member the day prior to the report and checking the charge and he noticed that the implant charge was zero. The implant had totally discharged/died. The patient charged his implant again last night, and on the morning o the report, when he got up, the implant charge level was zero again and it was dead. The patient¿s understanding was that it was supposed to stay charged for about 2 weeks. The patient stated that his settings I 51 and that he was told by a manufacturer representative that his charge is supposed to last for two weeks. The patient is recharging twice a day. The patient charged the implant again, and at the time of the call, the charge level is about 80% charged. The patient charged the implantable neurostimulator to 100% full. There were no patient symptoms or complications reported.